Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation procedure, noticed iol¿s appear on the slit lamp to be opacifying causing visual acuity loss. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The file states the iols appear on the slit lamp to be opacifying causing visual acuity loss. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. At this point, no further information available at this time. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).